Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button errors and also had unexpected restart alarm. The customer's blood glucose level was 13.6 mmol/l. The customer reported that his insulin pump started to alarm and the button error and that the act button was not work. The customer also stated that he received an unexpected restart alarm after changing the battery. The customer stated that they were able to clear the alarm and rewind the insulin pump. The customer was not calling back after previously troubleshooting for unexpected restart alarm. The customer changed the batteries and the insulin pump did not alarm unexpected restart. The insulin pump will not be returned for analysis.